Event description:
During procedure to deploy/implant the excluder bifurcated endoprosthesis, the pt's left hypogastric was inadvertently covered. The doctor had measured 17cm from the renal artery to the left hypogastric; however, during deployment it "came off a little long". The doctor does not plan to treat this and believes the pt will be fine. The procedure went well, no add'l time was needed.